Event description:
Procedure : unk. According to the reporter: the sulu did not produce a good staple formation and the anvil bent away from the pushers while firing. Four different handles and six different loading units were applied. And the last ones worked. Blood loss was reported as less than 250 cc. The incision was not extended and the procedure was completed laparoscopically. There was no tissue damage. Surgery time was extended approx 45 mins.